Manufacturer narrative:
We have received the complaint device for investigation. When we inflated the common carotid balloon with air, the balloon inflated and deflated properly. The balloon deflated within 5 seconds which is our in-process deflation time. Likewise, when the balloon was inflated with saline, the balloon inflated symmetrically. When we deflated the balloon using a syringe, it deflated slowly. The common carotid balloon deflated in 22 seconds (unaided) when it was inflated with 1.5 ml of water which is above our validated time limit of 15 seconds. When the common carotid balloon was inflated inside the test fixture, it properly occluded the test fixture. However, we observed a circumferential cut on the distal end of the internal carotid balloon suggesting that the balloon might have ruptured during the procedure. When we injected saline into the irrigation lumen of the internal carotid arm, the liquid exited properly from the skive hole. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our engineering team has addressed similar balloon deflation issues by improving the manufacturing process for this product. The change involves a change in the cut angle of the inflation arm, which will assist the balloons to inflate and deflate uniformly along their entire length. There was no harm to the patient because of this incident.

Event description:
During pre-use check, surgeon experienced difficulty when inflating and deflating the common carotid balloon of the pruitt f3 carotid shunt. However, he decided to use the device for a carotid endarterectomy (cea) procedure. During the procedure, he observed the common carotid balloon failed to occlude the artery precisely despite of multiple attempts. The surgeon then clamped the vessel to occlude the artery and continued the procedure. There was no injury to the patient or the user as the result of this malfunction.